Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reports multiple blocked needle issues.

Manufacturer narrative:
H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, two hundred and seventy-seven samples were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-two samples expelled the solution with a normal flow. Thirty-eight samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot numbers 2003405 and 2195306. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, two needle lots from batch 2195306 were identified as having suffered from clogged needles due to silicone. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reports multiple blocked needle issues.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.